Manufacturer narrative:
(B)(4). Batch # n5439r. Additional information requested and received: how much blood loss was there (mls): 70-100ml; was a blood transfusion required: no; how was the bleeding controlled: the bleeding was controlled by compressing the bleeding tissue with gauze and the surgeon used another ec60a to anastomose the tissue again beside the former staple line. And suture was used at the joint where two staple lines came across; you stated that this was an adverse event. Please clarify if there are additional details regarding this event. What is the current patient status: the patient is in stable condition now; the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a sleeve bariatric surgery procedure, the ec60a was used to anastomose the pylorus stomach body on the first firing with an ecr60g and to anastomose the stomach body with an ecr60d on the second firing. The first two firings were good; however, the staples malformed with irregular shape on the third and fourth firings with the ecr60d and there was bleeding. Another ec60a was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2016. Batch # n5439r. Per photographic evidence: five photos were provided: picture one: shows a screen of the video on the surgery, with 2 proximal anvils; those are holding tissue into the jaws. Picture two, four and five show the proximal of the anvil lodge with a gold cartridge, a staple line can be seen with staples in proper b form shape. Picture number three shows a couple of devices handling gauze with suture. Based on the photos along, the event description cannot be confirmed as the staples can be seen in proper b-formed shape and in proper condition. Please refer to the device analysis for full analysis details and conclusion.